Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10: the device was received for evaluation. Visual inspection of the set showed a hole in the return line at the level of the screwed connector. The hole the observed leak was due to the hole. The reported condition was verified. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from the joint where the tubing enters the dialysate port of a prismaflex m100 set during prime. There was no patient involvement. No additional information is available.